Event description:
A new infusion line was loaded in the instrument at 4pm. Leakage from the set was observed at 6pm. During this time, pt did not receive the tpn. Pt went into hypoglycemia (glycemia was 27) and a 2 ml glucose 10% injection was given. 30 minutes later glycemia went up to 44. Pt stabilized with no resultant complication.